Manufacturer narrative:
Available device data for the event timeframe were reviewed. The reviewed logs show repeated g7 brief sensor issue and urgent low glucose alarms overnight into on (B)(6) 2025, followed by bg run activity and then subsequent high glucose alarms later that morning and throughout the day. No device malfunction alerts or motor errors were identified. The pattern of jittery low cgm readings, repeated brief sensor issue alerts, and the reported ER blood glucose >500 mg/dl is consistent with the dexcom g7 sensor reading inaccurately low, leading to overtreatment for a perceived hypoglycemic event. After replacement of the sensor, the ilet resumed functioning as intended and glucose trended back toward target. Based on the available information, no ilet device malfunction was identified. This event is most consistent with a cgm sensor issue resulting in false low readings and secondary hyperglycemia from overtreatment. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 10-apr-2025, beta bionics received a report from the clss that the user presented to the ER on (B)(6) 2025 at approximately 0200 after a dexcom g7 false low reading. Per the report, the cgm displayed low, and the user and daughter treated for hypoglycemia based on the sensor reading. On arrival to the ER, a blood glucose check reportedly showed >500 mg/dl. The user was reportedly not symptomatic for hypoglycemia, remained stable, was in the ER for about 30 minutes, and was discharged the same day. After returning home, the user started a new dexcom g7 sensor, and the ilet resumed correcting glucose toward target. Follow-up call attempts were made on (B)(6) 2025, but no additional information was obtained.